Event description:
It was reported that the patient with this pacemaker experienced intermittent pain. The field representative (rep) ran a right ventricular automatic threshold (rvat) test and did not reproduce the pain. The rep found when a backup pace was delivered, the patient confirmed feeling pain. Technical services (ts) suggested turning off rvat. This pacemaker remains in service. No adverse patient effects were reported.